Event description:
Additional information was provided by the reporting surgeon. The pt had an excellent outcome following surgery.

Event description:
A surgeon reports the cartridge of the delivery system came in contact with the anterior surface of the capsular bag resulting in a superficial incision of the anterior capsular tissue. The surgery went well with no unplanned medical or surgical intervention required. The pt is fine. The surgeon examined the cartridge and reported the tip ahd an irregular shape that he feels may have contributed to the event.